Manufacturer narrative:
Additional information provided in sections h.6., and h.11. The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no contributing factors identified. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received in the section of b.5 and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during vitrectomy surgery an ophthalmic system had an uncontrolled intraocular pressure increase without warning on the equipment, and on several occasions the fluidics module got changed without result. The procedure and patient impact have not been provided. Additional information received stating the irrigation infusion was not sufficient to maintain intraocular pressure (iop) inside the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during vitrectomy surgery an ophthalmic system had an uncontrolled intraocular pressure increase without warning on the equipment, and on several occasions the fluidics module got changed without result. The procedure and patient impact have not been provided.